Manufacturer narrative:
(B)(4). Event date: date range of (B)(6) 2001 through (B)(6) 2010. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
This is a literature report, which summarized a ten year review of 22 pediatric patients who were diagnosed with encapsulating peritoneal sclerosis (eps). Of the 22 patient's, 19 were utilizing baxter products and experienced an unknown number of peritonitis episodes. Peritonitis was treated as per ippr (international pediatric peritonitis registry) guidelines. Clinical presentation of eps included bowel obstruction, bowel perforation, vomiting, abdominal distention, altered bowel habits, intra-abdominal mass, ascites, malnutrition, and ultrafiltration failure. Of the 22 patients, two children died from causes unrelated to eps: one death was due to septicemia in a patient on hemodialysis and the other from pulmonary edema and cardiac failure on day 15 post transplant. The third patient developed sepsis following intestinal perforation, and died with a functioning transplant within one month of eps diagnosis. This report is for patient 17 of 19 associated with the attached literature report.